Manufacturer narrative:
The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked. This event occurred before use of the device. It was further reported that the bag leaked inside of the packaging box after it was delivered to the patient's home. The patient stated the plastic cap from the port had been removed in transit. The product was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided for the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.